Event description:
Related manufacturer reference number: 1627487-2022-01465. It was reported that patient¿s system was auto reducing. Diagnosis showed invalid impedance on both leads. As a result, both leads were explanted and replaced restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.